Event description:
As reported by the affiliate, the patient had in-stent restenosis of the target lesion about 8 months after implantation. The lesion was treated with balloon angioplasty. The patient partially recovered. On (B)(6) 2013, the patient was admitted for a pta. The target lesion was in the middle to the distal of the superficial femoral artery of the right leg. The lesion was mildly calcified and tortuous. The rate of stenosis was 99%. The lesion length and reference diameter were unknown. A smart stent was placed in the target lesion without any issue. The stent had covered healthy tissue to healthy tissue. The patient was prescribed aspirin + cilostazol, and the patient was compliant with regimen. About 8 months later, at (B)(6) 2014, the patient entered the hospital and complained leg pain. It is unknown what caused the leg pain. That same day, it was determined that the patient had restenosis rate of 99%. There was no thrombus in the lesion, however there was mild calcification. The lesion where the stent was implanted was treated by pta (poba) with an unknown balloon. The residual stenosis rate after treatment is unknown. The patient partially recovered due to ulceration in the right leg that was present before the operation. The patient was in stable condition. This is a case from (B)(4).

Manufacturer narrative:
The device remains implanted in the patient; therefore it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(4). (B)(6). Concomitant products: aspirin + cilostazol after discharge. This is one of two events reported for this patient and the associated manufacturer report numbers are 9616099-2014-00700 and 9616099-2014-00701.

Manufacturer narrative:
This is one of two events reported for this patient and the associated manufacturer report numbers are 9616099-2014-00700 and 9616099-2014-00701. Complaint conclusion: as reported by the affiliate, the patient had in-stent restenosis of the target lesion about 8 months after implantation. The lesion was treated with balloon angioplasty. The patient partially recovered. On (B)(6) 2013, the patient was admitted for a pta. The target lesion was in the middle to the distal of the superficial femoral artery of the right leg. The lesion was mildly calcified and tortuous. The rate of stenosis was 99%. The lesion length and reference diameter were unknown. A smart stent was placed in the target lesion without any issue. The stent had covered healthy tissue to healthy tissue. The patient was prescribed aspirin + cilostazol, and the patient was compliant with regimen. About 8 months later, on (B)(6) 2014, the patient entered the hospital and complained leg pain. It is unknown what caused the leg pain. That same day, it was determined that the patient had restenosis rate of 99%. There was no thrombus in the lesion, however, there was mild calcification. The lesion where the stent was implanted was treated by pta (poba) with an unknown balloon. The residual stenosis rate after treatment is unknown. The patient partially recovered due to ulceration in the right leg that was present before the operation. The patient was in stable condition. The device remains implanted in the patient; therefore, it was not available to be returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15851700 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) is often associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Such blockages of an artery can lead to ischemic pain (such as the leg pain experienced) and loss of sensation. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported failure/event does not appear to be related to the manufacturing process.